Event description:
Affiliate reported that a shuntgraphy confirmed leakage was found from the distal side of the valve. As a result, the surgeon replaced the catheter. Since the situation did not change another shuntgraphy was conducted and it was found that the silicone housing was torn at the siphonguard. This valve will be revised soon.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.